Manufacturer narrative:
Based on device evaluation, a definitive root cause could not be identified reasonably known information suggest probable causes such as physical stress, external factors. Olympus will continue to monitor field performance for this device. .

Event description:
The customer returned the asset device tracheal intubation fiberscope to the service center with no reported issue. During the device analysis, the service repair team indicated that the water seal at the control unit (base of the suction port) is not intact, damaged and needed to be replaced.